Event description:
Patient presented to hospital with severe right renal angle pain, suggestive of renal colic. The patient had previously had a gianturco-roehm birds's nest vena cava filter placed in 1991 for prophylaxis against pulmonary embolism due to the presence of thromboembolic disease. During investigative procedures for the suspected renal colic, it was noted on a plain abdominal x-ray that two struts of the vena cava filter had fractured and detached, with the filter wires extending laterally and longitudinally beyond the original orientation. One strut of the vena cava filter is protruding approximately 3-5cm through the wall of the inferior vena cava (ivc) near the right kidney. The time frame since this fracturing occurred in unknown. Due to the patient's thromboembolic disease. They have been monitored by physicians and will undergo regular clinical follow-up to monitor the protruding strut as well.